Manufacturer narrative:
Updated fields: g3, g6, h2, h3, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) received the force bipolar instrument to perform failure analysis. The instrument was analyzed and found to have a broken grip tang at the base of the grip tip. The broken piece measured approximately 33.32mm x 1.32mm in size and was returned. Additionally, the instrument was found to have a broken main tube approximately 4.74mm from the distal tip. There was exposed tubing fiber on the distal end of the tube. Also, the instrument was found to have a dislodged proximal clevis.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument stopped working and when attempting to reseat the instrument, a metal piece from the back joint dislodged and a little fragment broke off into the patient. The fragment was retrieved during the same procedure. The procedure was completed.

Manufacturer narrative:
The force bipolar instrument has been received for failure analysis evaluation; however, the evaluation is not yet complete.